Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ards do not line up directly with the most superior screw hole and therefore the surgeon cannot place his screw and the lip of the liner in the desired position.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. This does not meet a complaint definition, the electronic complaint record will be voided. Product complaint (B)(4). Investigation summary: examination of the returned device has not identified product error regarding the reported event. There is no design or manufacturing requirement that the anti-rotational features of the device specifically line up to the screw holes. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.